Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when changing a parameter on the programmer application during a cardiac resynchronization therapy defibrillator (crt-d) implant, an interlock appeared and it was not possible to program a value. Troubleshooting is ongoing. The programmer remains in use. No patient complications have been reported as a result of this event.

Event description:
It was also reported that there were difficulties encountered when measuring impedances. It seemed that the impedance did not update the value when the button was pressed. It was found that it would only update to a different value after performing the threshold test.

Manufacturer narrative:
Review of data logs was unable to confirm the comment that there were programming difficulties with the programmer device manager. This complaint was refuted by a company representative. The most likely root cause was not applicable because no problem was detected with the device. The comment that there was an issue with the user interface/display (unknown display/user confusion) was also refuted. The most likely root cause was not applicable because no problem was detected with the device. Analysis of the mobile application logs was performed and no anomalies were found, however they indicated the pacing system analyzer application performance was sluggish relating to the impedance issue observed, which was related to an existing formal investigation in which the impedance value does not refresh after clicking the impedance button. A workaround of allowing 3-4 seconds before pressing the impedance button after initially selecting exists. Correction to b5 and fdd/annex a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction d4: serial number and unique identifier. Correction e: initial reporter facility address. Correction b5: desc evt problem. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Technical support are troubleshooting with customer and have requested logs.